Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered that the insertable cardiac monitored exhibited undersensing. No changes or intervention was reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of false pause episode was not confirmed. Based on the information provided, it was unable to be determined if this was a true or false event.

Event description:
New information received noted the insertable cardiac monitor again exhibited undersensing. Programming changes were implemented. The patient was in stable condition.

Event description:
New information received noted the insertable cardiac monitor again exhibited undersensing. The issue was resolved after the insertable cardiac monitor (icm) was interrogated in the office with the latest software version. The patient was in stable condition.